Manufacturer narrative:
Correction to h6; component code, investigation findings, investigation conclusion. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The 3mensio was provided and shows tortuosity in the right access vessel. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported events were confirmed through returned imagery. 3mensio was provided and shows tortuosity in the right access vessel. Available information suggests patient (tortuosity) and/or procedural factors (insertion angle) potentially contributed to the event as the insertion angle can be influenced by the vessel depth and in this case "the vessel depth was the only thing mentioned, deeper than normal". A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Available information suggests procedural factors (high push force, insertion angle) likely contributed to the event as it was reported that "the vessel depth was the only thing mentioned, deeper than normal" and "excessive force was needed to advance valve approximately 10cm into the sheath". It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway (tortuosity) or in navigating deep vessels, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. High push forces coupled with non-coaxial advancement trajectories (steep insertion angle, tortuosity) can lead to sheath hdpe, liner, and/or strain relief damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the field clinical specialist (fcs), during a transcatheter aortic valve replacement (tavr) procedure using a 29mm sapien 3 ultra resilia valve, when attempting to deliver the valve through the esheath, excessive force was needed to advance the valve approximately 10cm into the sheath. After three physicians attempted to push, the decision was made to use xray to visualize the valve. Imagery showed that a strut was protruding through the sheath. A second system was prepped as the first sheath/commander was removed. The second system went in without issue and a great result was achieved. There was no vascular injury and the closure was normal. Imagery review of the sheath found that the crimped valve (two struts and some skirt) was exposed through a strain relief puncture. The liner is also torn distal to this area and a liner strand is visible along with some sheath shaft damage.

Manufacturer narrative:
The investigation is ongoing.